Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing intermittent cartridge damage at the canister starting on 04/03/24 that interrupted insulin delivery. On (B)(6) 2024, the customer had an elevated blood glucose (bg) level of 717 mg/dl where the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). High ketone level was identified as dangerous by the hospital staff. The elevated bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released from the ICU on 05/02/24 with the issue resolved and no permanent damage. A system check was completed with tandem technical support, and it was confirmed the pump was functioning as intended. The customer loaded a new cartridge and continued insulin delivery.